Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the cryobag containing the final product. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: three photos were provided. They show a foreign matter about 1mm long, it looks like dried glue therefore failure mode is verified but root cause cannot be determined based on the photo. A sample analysis done by the customer indicated that the foreign matter appeared to be a wood-like sliver. Root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the cryobag containing the final product. No serious injury or medical intervention was reported.